Event description:
It was reported that the device exhibited episodes of non-sustained rv oversensing due to post-paced t-wave oversensing via a review of a remote transmission. Programming changes were discussed but not made at this time. No patient symptoms were reported.